Event description:
It was reported that the patient¿s pump displayed red stripes across the screen. There was no reported impact to the customer's blood glucose level. The patient declined further follow-up.